Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device in left tube and left cornua and invading myometrium"), device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and uterine perforation ("uterine perforation with hysteroscopic placement at removal procedure") in a 28-year-old female patient (gravida 3, para 2) who had essure (batch no. 96-375-dk) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("scar tissue"), and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated left saplingectomy to remove the essure implant on (B)(6) 2012. On this same day, she experienced complication of device removal ("grasper was then used to remove the majority of the coil and the other metallic pieces that unraveled"). At the time of the report, the embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, scar, dyspareunia, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and uterine perforation outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, pregnancy with contraceptive device, scar, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. The previous reported event device migration was updated to device in left tube and left cornua and invading myometrium (seen as embedded device and treated with left salpingectomy). Events added: vaginal hemorrhage, menorrhagia, apareunia (inability to have sexual intercourse), grasper was then used to remove the majority of the coil and the other metallic pieces that unraveled and uterine perforation with hysteroscopic placement at removal procedure. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device in left tube and left cornua and invading myometrium"), device breakage ("fracturing of the implant"), uterine perforation ("uterine perforation with hysteroscopic placement at removal procedure"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 28-year-old female patient (gravida 3, para 2) who had essure (batch no. 96-375-dk-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device removal ("grasper was then used to remove the majority of the coil and the other metallic pieces that unraveled"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), scar ("scar tissue") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left saplingectomy) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device breakage, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, scar, dyspareunia, pelvic pain, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the complication of device removal had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device breakage, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, pregnancy with contraceptive device, scar, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), scar ("scar tissue"), dyspareunia ("painful intercourse") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, scar, dyspareunia and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dyspareunia, pelvic pain, pregnancy with contraceptive device and scar to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.